Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.083¿ x 0.298¿ was not returned with the instrument. An additional observation not reported by the site and that was related to the primary failure was identified. The instrument was found to have a dislodged proximal clevis at the distal end. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was broken, and it was impossible to remove with the instrument release kit (irk). The customer stated that the instrument broke with regular use, and some cables looked visually cut. Prior to calling for technical support, the customer had already tried to use the irk to remove the involved instrument with no success. The customer stated that the instrument head had a 90° angle from the rest of the instrument body. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if the surgeon had already tried to realign the broken instrument with another working instrument: the realigning step was impossible with another instrument, stated the surgeon. The emergency (e)-stop button was not pressed by the user. The tse asked the customer to press it and try to remove the instrument under the visual control of the endoscope: still impossible to remove. The surgeon was also scared that the instrument head would tear tissue on the out path. The tse asked the customer to remove the instrument and cannula simultaneously under endoscopic view and monitoring. The surgeon was able to remove the broken instrument and cannula. The procedure was completed with no reported injury.